Event description:
The stapler did not fire during surgery. Product had patient contact but no harm. Manufacturer response for endo gia ultra universal stapler, (brand not provided) (per site reporter). Product will be picked up for evaluation.